Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported via the manufacturer representative (rep) that the patient complained that the position of t he implantable neurostimulator (ins) was uncomfortable and too close to the skin. It was indicated that the patient losing seven pounds since they were implanted in (B)(6) 2016 may have contributed to the issue. The hcp decided to revise the ins pocket on the day of the report, and position it in a more comfortable place. The issue was resolved. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.